Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission 11/06/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events, and a battery change did occur during a power on reset event. The pump intermittently powered up with the returned battery cap. The battery cap measured within specifications. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was cracked from the thread area to the case seal, and the threads were damaged. Evidence of moisture contamination was found in the battery compartment. The pump was successfully run for 24 hours with the test battery cap. No reboots, losses of power, or call service alarms were duplicated. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture.